Manufacturer narrative:
Event date: (B)(6) 2017; death date: (B)(6) 2017;

Event description:
(B)(4) clinical study. In (B)(6) 2014, the patient was referred for cardiac catheterization and index procedure was performed on the same day. The target lesion was located in proximal left anterior descending artery (lad) with 80% stenosis and was 32 mm long, with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 32 mm promus element stent. Following post-dilatation, the residual stenosis was 3%. After two days, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient died and the cause of death is unknown.